Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module was not charging the backup battery. After replacing the backup battery, the charge status icon was still amber after an extended period of time. It was also reported that the power module was making a ticking sound. Customer has requested to return the power module for evaluation and repair.

Manufacturer narrative:
Corrections: d3, d4, g1, h11. Manufacturer's investigation conclusion: the reported event of ticking sound was confirmed during evaluation of the returned heartmate power module. The reported event of a yellow backup battery light was not confirmed during evaluation. The returned power module, serial number (B)(6), was evaluated at the service depot on 15dec2025. The unit was connected to ac power and did not boot up as intended. The unit was confirmed to be producing a ticking noise. The issue was traced to the power supply printed circuit board assembly (pcba). A purchase order was not received from the customer; therefore, the unit was returned to the customer unrepaired. Multiple attempts were made to obtain additional information regarding the resolution of the reported issues, if the cause for the ticking sound and red battery alarm were known, details of any additional troubleshooting steps, and if there was anu patient impact; however, no additional information has been provided. The root cause of the ticking sound was traced to the power supply pcba. Although not reproduced, the yellow backup battery light is consistent with damage to the power supply pcba. The device history records were reviewed and the records reveal that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. Section e of the IFU, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. Section 3 of the IFU, entitled ¿powering the system¿, also instructs the user to prevent the power module from being disconnected from ac power longer than 18 hours to prevent damaging the unit¿s backup battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.